Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported of high blood glucose readings from the reservoir. The customer's blood glucose reading was 29 mmol/l. The customer treated with injections. The customer had issues with no delivery alarms on her pump. The customer stated that she tried to give herself 5 unit fixed prime. However, the customer could not get through the main menu. The customer was advised that the pump is not being cleared correctly. The customer was able to troubleshoot and the pump delivered insulin. The customer will be sent replacement reservoirs.